Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that low lead impedance was seen while interrogating a patient. System diagnostics were performed and all parameters were within normal limits, but the lead impedance was low. It was also reported that when the patient was last seen in january high impedance was seen. X-rays were performed and revealed that the lead was in place. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead and generator. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities or short circuits were identified. However, two conditions were observed that could potentially contribute to the reported ¿low impedance, low impedance message, short circuit condition¿ allegation. During the visual analysis, the mating ends of the 1st and 2nd portions outer tube and inner tubes were abraded open leaving coils exposed and in close proximity to each other. In addition, an abraded opening was observed on inner tube adjacent to an exposed coil. The exposed conductive coils may be contributing factors to the short circuit condition allegation. Other than the abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified abraded openings and cut/torn/abraded ends. Generator analysis was approved on 11/15/2022. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.